Event description:
New information noted that right ventricular (rv) lead also exhibited failure to capture, under-sensing and low pacing impedance due to dislodgement. Dislodgement was confirmed via fluoroscopy. Patient condition was stable after procedure.

Manufacturer narrative:
Additional information was requested but not received.

Event description:
It was reported that patient presented for scheduled procedure. Prior to procedure, it was noted that right ventricular (rv) lead had dislodged. The lead was explanted and replaced with new lead. There were no patient consequences.